Manufacturer narrative:
(B)(4). It is indicated that the complaint device is not returning; therefore, a failure analysis of the device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90-95% stenosed, mildly calcified lesion in the mildly tortuous right coronary artery (rca). Pre-dilatation was performed with a 2.5x20mm unspecified balloon dilatation catheter (bdc). The 4.0x15mm xience xpedition stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and met resistance during withdrawal due to interactions with the patient's anatomy. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x15mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.